Event description:
Additional information was received: it was reported approximately three years post index procedure that the patent expired. No further details are available.

Event description:
Additional information was received for this case. The cause of death was reported as respiratory failure secondary to a motor vehicle accident with thoracic trauma. The investigators assessed the cause of death to be not device related, not aneurysm related, and not procedure related.

Manufacturer narrative:
Eval codes, results: arterial trauma/dissection/perforation. Conclusions: aortic plaque and stenosis. Balloon.

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm. The aorta measured 21 mm in diameter. The femoral arteries were diseased bilaterally, thus making the anatomy challenging. The right common iliac artery had severe stenosis and had post-stenotic dilation, and the left common iliac artery had multifocal disease with severe stenosis. The aorta measured 21 mm in diameter. It was reported that angioplasty was done with an 8 mm x 4 mm balloon on the right side and an 8 mm x 6 mm balloon on the left side. The talent device was inserted to below the level of the renal arteries, and two other stent grafts were implanted. The physician elected to post-dilate the stent grafts with a 9 mm balloon, followed by a 10 mm balloon to ensure that the aortic plaque was reduced in order to achieve luminal flow as satisfactory as possible. However, after ballooning the stent grafts, a slight dissection was noted. The physician elected to deploy a 10 mm x 58 mm bilary stent, which successfully covered the dissection. As per the investigator, the event is related to the device and to the procedure. No additional clinical sequelae were reported, and the pt is stable.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (death).